Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin battery was found faulty and, therefore, replaced. The single board computer was replaced and the software along with configuration files were reloaded. The system was then found to be operating as intended.